Event description:
It was originally reported that when the pt's stimulation turns off; a power on reset and end of service message appear on the pt programmer. The pt's device was set at a high level and cycling does not manage the pain. When the device was on as programmed, the pt had adequate coverage and good symptom relief. The impedance measurements were normal. It was later reported that the pt's neurostimulator turned off by itself. It has done this intermittently since it was implanted. The pt would charge it full and then it would turn off one hour later. A power on reset message appeared. When the company rep cleared that, an end of service icon appeared. When that was cleared, a power on reset message appeared again. The device works for a day or two and then it shuts off. It was noted that the pt experienced a burning sensation at the lead site. Further information is being requested.